Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: ¿ "juvéderm® volbella¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes...)." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected to the lips with juvéderm® volbella¿ with lidocaine and to the glabella and nasogenian fold with juvéderm® volift¿ with lidocaine. Four months later patient developed erythema and pronounced edema in lips and glabella. Patient was prescribed duo decadron im, antialergic, antibiotic and hyaluronidase and injected. Symptoms are ongoing.

Manufacturer narrative:
The events of nodules and severe diffuse perioral edema and are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): induration or nodules at the injection site."

Event description:
Healthcare professional reported patient was first prescribed treatment for symptoms 15 days post onset. The patient's inflammatory process has resolved, but the patient still has nodules "not inflammatory, with no edema" in their nasogenian fold. The patient was recently reassessed and they have "severe diffuse perioral edema." Patient still has some palpable nodules that are not visible.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the lips with juvéderm® volbella¿ with lidocaine and to the glabella and nasogenian fold with juvéderm® volift¿ with lidocaine. Four months later patient developed erythema and pronounced edema in lips and glabella. Patient was prescribed duo decadron im, antiallergic, antibiotic and hyaluronidase and injected. Symptoms are ongoing.